Manufacturer narrative:
The customer reported an unspecified failure. Visual inspection of the as-received set sample observed a crack around the male luer collar. The crack was near the base of the collar. The as-received set was inspected for kinks, holes/tears in the tubing, and damages to the components. Further inspection observed no stress or tool markings at the break site. No other issue was observed. No testing of the set was deemed necessary due to the obvious damage. The root cause was identified as design of the male luer component.

Event description:
It was reported that an unspecified failure occurred. There is no further information available.